Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and excessive no delivery tests.no prime fill anomaly and no rewind anomaly noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was unable to exit the preparing to prime loop when she was attempting to change out the infusion set. Customer's blood glucose level was 288 mg/dl. The customer did not receive a second series of beeps nor did the numbers appear on the display when she pressed the act button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.